Event description:
Customer reported that the act and esc buttons on the insulin pump alarmed are not responding. Customer received a low reservoir alert and she is unable to clear it and change the set. Blood glucose value was 89 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with an intermittent buttons due to light moisture damage to keypad traces and minor scratches on lcd window.